Manufacturer narrative:
(B)(4). Date sent: 01/25/2016. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic hysterectomy procedure that part of the jaw broke and fell in to the patient. All pieces that broke off were retrieved. It was unknown how this was accomplished. It was unknown how the procedure was completed. There were no patient consequences reported

Manufacturer narrative:
(B)(4). Batch #m9259x. The device received was returned with the jaws in good physical condition and not detached as reported by the customer. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.